Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
The reporter contacted animas on (B)(6) 2016 alleging a power (no power) issue. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the alleged issue caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/26/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/09/2017 with the following findings: on investigation, the battery compartment/cap are undamaged and able to fit securely. The pump powered on with auditory and vibration. Investigation did not duplicate the alleged no power complaint. Unrelated to the original complaint, the display screen was blank on investigation, preventing complete investigation of the pump. The pump¿s cover was removed for investigation revealing a cracked u22 eeprom component. Eeprom failure is conclude as the cause for the blank display.